Event description:
A bipap a30-s silver series device was returned to a third-party service center for service with no initial alleged complaint. During the evaluation of the device, the service technician observed a ventilator inoperative error e020 (defective eeprom). Due to the error, the main printed circuit assembly (pca) will need to be replaced. Additionally, the service technician noted dust/dirt contamination inside the device, and the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The device was scrapped by the service center after the evaluation was completed.